Manufacturer narrative:
The investigation found the last calibration was performed on 07-oct-2021 and was acceptable. The qc recovery showed level 1 and level 3 were high on (B)(6) 2021. The alarm trace contained a sample short alarm on the date of the event near the time the sample was processed. The issue was solved at the customer site by replacing the calcium pack. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for multiple patient samples with the cobas 4000 c311 analyzer. The reporter provided the following examples of questionable results for 3 patient samples: sample 1: the initial result was 5.2 mg/dl. The repeated result was 10.8 mg/dl. The questionable result was reported outside the laboratory. The repeated result was deemed correct and a correct report was sent. Sample 2: the initial result was 5.6 mg/dl. The repeated result was 10.0 mg/dl. Sample 3: the initial result was 5.4 mg/dl. The repeated result was 9.7 mg/dl. The questionable results were not reported outside of the laboratory. The repeated results were deemed correct. The reagent lot number was 55741001 with an expiration date of 30-sep-2022.